Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a mini drawer required maintenance. The customer indicated that the malfunction occurs when user tried to issue medication to patient and user was able to retrieve medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer had failed. A field service engineer cleared the obstruction, allowing the drawer to recover. The field service engineer also swapped out the tray after finding it sticky from a substance. The system functioned as intended after the field service engineer repaired the device.